Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes had damage on the patient line. It was further reported that a line looked as if "it was just scored" and the other as if "it may have been cut". This was observed during inspection of the cassettes prior to use in therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two (2) samples were received for evaluation. A visual inspection with the naked eye noted one (1) sample contained a cut in the tubing near patient connector and the other sample contained a marking (scuff) on the tubing near patient connector. Functional testing including leak, clear passage, and clamp function were performed; leak testing revealed a leak from the cut in the tubing near the patient line connector for one (1) sample. The reported condition was verified for both samples. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.